Event description:
Boston scientific received information that during a routine device check, the left ventricular (lv) lead was not capturing. Additionally, the threshold measurements had increased. It was suspected that the lead had dislodged. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.